Event description:
The customer reported that the device did not operate on the ac power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse). The issue was isolated to the ac power module, which was replaced to resolve the issue. The device then passed all testing and remains at the customer site for use. Philips concluded that this was a malfunction of the ac power module.